Manufacturer narrative:
An event regarding component disassociation resulting in damage to the location lug involving an hmrs distal femur was reported. The event was confirmed. Method & results: -device evaluation and results: the location lug was bent outwards. Burnishing and abrasion was observed on the internal surface of the lug and surface cracks were observed interiorly at the base of the lug. The observed damage on the location lug is most likely caused due to rotational relative movement between the anchorage stem and the distal femoral component after their tapers had disassociated in vivo. Dimensional inspection indicates that the taper of the subject device is within specification. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: based on x-rays provided, the clinical consultant commented that the cause of the reported rotation is unclear. There are no evident procedure-related issues evident on the available x-rays, so no root cause of failure can be determined due to lack of information. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the reported lot. Conclusions: although the damage to the location lug of the distal femoral component is confirmed, the cause of the reported rotation and the preceding disassociation of the mating tapers in vivo cannot be determined. It is noted that the mating anchorage stem was implanted 25 years ago and remains implanted and therefore the potential damage to the stem cannot be confirmed. Further information such as device details of the stem in situ, operative notes, medical records as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient was implanted on (B)(6) 2015. On (B)(6) 2015, the distal femoral component was loosened (rotated). Location lag may be broken. Revision surgery will be performed on (B)(6) 2015. The patient often had flexed his knee deeply like getting off the floor before loosening he did not fall down. Additional information. The loosened femoral component was assembled with 6466-6-xxx (diapyseal anchorage piece I or ii). The anchorage piece was implanted about 25 years ago.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient was implanted on (B)(6) 2015. On (B)(6) 2015, the distal femoral component was loosened (rotated). Location lag may be broken. Revision surgery will be performed on (B)(6) 2015. The patient often had flexed his knee deeply like getting off the floor before loosening he did not fall down. Additional information. The loosened femoral component was assembled with 6466-6-xxx (diapyseal anchorage piece I or ii). The anchorage piece was implanted about 25 years ago.